Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent multiple revision surgeries, however, the issue did not resolve. The device was explanted on (B)(6) 2024 under general anaesthesia. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 18, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision (complex wound closure) during the explant surgery on (B)(6) 2024.